Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain reason for explant and the explant date, but they could not be obtained. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that surgery occurred in which the ipg was explanted for an unknown reason on an unknown date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.